Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the cross brace is broken where it attaches.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken/cracked tubing. Broken tubing at center hole. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the cross brace of having a fracture present through the hole where the pivot link was mounted. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states the crossbrace is broken where it attaches.